Event description:
In 2006, I had a pic line placed for IV access. The hosp flushed this with saline and heparin, and then I flushed it every day for about 3 months. The pic line eventually had to be removed. I became septic from and infection in my blood that they determined came from the pic line, which was removed. A medport was placed. I rec'd heparin and flushed for about a year in which I was pretty much sick the whole year in. In 2007, I was diagnosed with superior vena cava syndrome from my mediport, which had continually been flushed with heparin. I have had to have 4 angioplasties. I have spent about 60 days in the hospital with blood infections and continue to have chest pain and several other medical issues. I have had a work up for factor 5 clotting disorder and do not have it. Though when I had a port and both times I had pic lines that were all injected with heparin, I have gotten blood clots and serious blood infections. I am requesting my medical records tomorrow, though I do believe some people have had adverse reactions from large boluses of this tainted heparin. I have had smaller quantities at a time and have been sick since I have been given the medicine to start with. Dose or amount: #1 100 units, freuency: 1 a day, route: IV bolus. #2 dose or amount: 10 ml, frequency: 1 a day, route: IV bolus. Diagnosis or reason for use: to flush a pic line at home, to flush a pic line. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.